Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of lioresal for intractable spasticity. In 1999, the pt underwent explantation of the pump after not receiving a therapeutic response to lioresal. Troubleshooting of the device had been performed prior to explantation of the device. The device was returned to the MFR for analysis.